Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that there was incomplete stapling from the tlc75 instrument. Another instrument was used to complete the case. There was no consequence to the pt.